Event description:
Pump did not deliver chemotherapy medication (5fu) as it had indicated. The pt's program was started and stopped in a week after it had reportedly delivered 248ml. The facility reported that the bag remained full when the infusion was stopped, none of the solution had been delivered. The facility reported that there was no adverse effect to the pt or medical intervention required for this situation. The facility's rep was unable to provide additional details regarding the pt's demographics.